Event description:
The customer reported via phone call that the insulin pump had an excessive no delivery alarm. Blood glucose level was 156 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no unexpected a21 error alarm noted. The insulin pump passed a21 error test and self test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, broken battery tube threads and minor scratched lcd window.